Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was vf therapy assurance triggered. It was determined that the discrimination channel was oversensing and undersensing. No intervention was performed. It was decided the device will continue to be monitored.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was vf therapy assurance triggered. It was determined that the discrimination channel was oversensing and undersensing. No intervention was performed. It was decided the device will continue to be monitored.